Manufacturer narrative:
Medwatch sent to FDA on 5/16/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection, abscess, "tooth fell out" and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported that one day after injection in the cheeks with two syringes of juvederm voluma xc, the patient developed pain in the right upper gum lateral to the two main teeth. Patient reported that the symptoms got progressively worse. Approximately one week later, the injector saw the patient and it looked like the patient had a gum infection and that the area looked tender. Patient was prescribed clindamycin at that time and the injector recommended the patient see a dentist. Patient saw an oral surgeon who thought it was a tooth abscess or sinusitis. Patient was seen at an emergency room about two weeks post injection and was switched from clindamycin to amoxil. Patient stated that their right tooth where the gum infection is fell out. Symptoms have not resolved.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that one day after injection in the cheeks with two syringes of juvederm voluma xc, the patient developed pain in the right upper gum lateral to the two main teeth. Patient reported that the symptoms got progressively worse. Approximately one week later, the injector saw the patient and it looked like the patient had a gum infection and that the area looked tender. Patient was prescribed clindamycin at that time and the injector recommended the patient see a dentist. Patient saw an oral surgeon who thought it was a tooth abscess or sinusitis. Patient was seen at an emergency room about two weeks post injection and was switched from clindamycin to amoxil. Patient stated that their right tooth where the gum infection is fell out. Symptoms have not resolved.